Event description:
Information received from the field notes that during a routine follow-up, dashes (---) were noted for several programmed parameters. Attempts to download and program the device were unsuccessful. Although several programmed parameters changed during the download attempt, the patient remained asymptomatic.